Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunctions was verified. Problem suspected with the single board computer. Single board computer kit was installed which includes the computer board, image processor board, generator interface board. It was also found that a connector on the system interface board was defective. The connector was repaired. Also a pin was found unseated on the interconnect cable. The pin was reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's monitor was not working properly. The system was not accepting inputs from the keyboard and thumbnails were not being displayed. There was no adverse patient involvement reported. There was no patient information reported.